Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10feb2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying check vent alarm. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
G4: 28apr2021. B4: 30apr2021. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user reported. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review of service history found no parts were ordered or service requested and the case was closed. If the decision is made to have the device evaluated and repaired by philips a supplemental report will be submitted, submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.